Event description:
It was reported that during the implant of the atrial lead, the patient experienced pericardial effusion and pain in the heart. It was also reported that electrical readings were not acceptable when the lead was initially placed. The helix was retracted but the lead would not detach from the tissue. After 20 minutes of manipulation the lead was able to be pulled out and tissue was found in the helix. The atrial lead was not implanted and only a ventricular lead was used, along with a single chamber device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism, the lead was stretched and it was determined to have been damaged at implant.